Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed that the cartridge volume was low and that the patient replaced their cartridge in forty-eight hours instead of seventy-two hours. Additional information was received that indicated that when the patient changed pumps the issue did not recur and that the pump was currently working. It was reported that medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.